Manufacturer narrative:
Patient information requested and all available information is included.

Event description:
Customer reported blood transfusion infused in 10 minutes. Blood was hung on a sensitive infusion patient at 2ml/hr ran for 15 minutes and shut off. Blood was drawn from the patient for a lab test, nurse left room to deliver blood to lab and when came back found entire bag was empty. There was about a 10 minute time period that pump was shut off. No patient physiologic effect or additional treatment required due to incident. X-ray and visual inspection of the device confirmed all 4 occluder springs appropriately assembled. The reported over infusion condition was confirmed and replicated during testing. Testing found that during the pumping cycle, the pumping mechanism could not properly control flow resulting in an overinfusion condition. Root cause identified as fluid entering the device. The fluid dried and accumulated in the grooves of the upper occluder fingers causing the occluder to become stuck in the open position. Point of fluid entry is the yoke assembly with a majority of the dried fluid directly behind the yoke on the rear case. Ongoing investigation including visit to customer site for further investigation of cause for fluid ingress.